Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a low blood glucose (bg) level. Bg value was unknown. Cause was not known. Customer administered a glucagon injection to try to resolve bg. Customer was treated at the ER with intravenous (IV) fluids of saline to address bg. Customer was discharged approximately three hours later on the same day with the issue resolved and no permanent damage. Customer technical support (cts) completed a pump system check and confirmed the pump was functioning as intended.